Event description:
It was reported that during an implant procedure, the guidewire was unable to be inserted into the lead. The lead was replaced, and the procedure was completed successfully. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿stylet could not be fully inserted into the lead¿ was confirmed. As received, a complete lead without a stylet was returned in one piece with the helix found extended and clogged with dried blood/tissue. A stylet could not be fully inserted inside the lead due to dried blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.